Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, an attempt had been made to shape the guidewire tip, the guidewire was noted to be kinked/bent at 90cm, 122cm and 140cm from the proximal end, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas from 27cm from the proximal end, the guidewire was noted to be kinked/bent at approximately 1cm from the distal end, the core wire distal end was observed through the distal tip dome, and hydrophilic coating was hydrated there were no anomalies noted. During functional test, the guidewire was returned with a non-stryker terumo headway microcatheter. The microcatheter was flushed, and the guidewire was advanced through the catheter, slight friction was noted. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was normal tortuosity. Analysis of the returned device found the guidewire was slightly kinked/bent . Slight friction was experienced advancing the guidewire through the microcatheter as a result of the kink/bend. Ptfe (polytetrafluoroethylene) peeling coating was also noted. It is most likely that the device may have been damaged during the preparation, and the resulting kink/bend in the guidewire may have contributed in difficulty advancing, and due to several attempts made to continue to advance the guidewire the coating was damaged. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire difficult to advance¿ in addition to the as analyzed defects 'guidewire kinked/bent', 'guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found the subject guidewire (ptfe) polytetrafluoroethylene coating was peeling/peeled. There were no clinical consequences to the patient reported as a result of this event.